Event description:
On june 14, 2021, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately high compared to her feelings and/or normal readings. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged inaccuracy issue began at 8:45pm on (B)(6) 2021 and has been ongoing for the previous two weeks. The patient claimed obtaining a blood glucose reading of ¿212 mg/dl¿ with the subject device which she felt was inaccurately high compared to her feelings and/or normal readings. The patient manages her diabetes by self-adjusting her insulin ¿lantus and humalog¿. The patient denied making any changes to her usual diabetes management regime in response to the alleged product issue. The patient reported that at 9:00pm on (B)(6) 2021, she developed symptoms ¿that her husband recognized as being low (hypoglycemic)¿ as a result of the alleged product issue. She stated that her husband then gave her orange juice to treat these symptoms and at 9:30pm she retested with the same device and obtained a blood glucose result of 79mg/dl. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject device at the time of testing. The cca also noted that the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose after obtaining the alleged inaccurately high blood glucose reading on the subject device. Additionally, the patient reportedly received medical intervention, administered by a third party.